Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to product performance anomaly. This rv lead was replaced with the same model and never in service. No adverse patient effects were reported.